Manufacturer narrative:
(B)(6). Baxter received and evaluated the device. The device was found in specification in relation to the system error 341 alarm which was not reproduced. The alarm was confirmed during a review of the event history log. Evaluation found the device to operate as designed. No corrective action was necessary.

Event description:
It was reported that a spectrum pump displayed system error 341 during therapy (medication, programmed amount and delivery rate unknown) in the emergency room. The customer also stated that the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.